Manufacturer narrative:
The reported event of long loading interrogation, no pacing, and incorrect measurement was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including telemetry communication and outputs verification did not identify any functional issues. A longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.

Event description:
Additional information was received that the device was unable to be interrogated and a loss of pacing was observed. Additionally, the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
During a clinic follow-up, a diagnostic anomaly was observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.